Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was returned with the instrument. The root cause of this failure is attributed to a component failure. A review of the device logs for the tenaculum forceps instrument (part# 470207-10 / lot/serial# (B)(4) ) associated with this event has been performed. Per this review of the logs, the tenaculum forceps instrument was last used on (B)(6) 2020 via system serial# (B)(4). There were 6 uses remaining after this last usage. This last usage of the device was before the reported event date, indicating that the device did not pass recognition or the issue was identified before installation on the reported event date. A review of the site's complaint history does not show any additional complaints related to this product. No photo or video was provided by the site for review. This complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. The customer reported complaint does not itself constitute an MDR reportable event and although there was no patient injury reported; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date for is not applicable. Implant date is not applicable because the product is not implantable. Information for the blank fields is not available.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the wire on the tenaculum forceps instrument was broken. The procedure was completed with no reported injury.